Event description:
Two nurses aides (cna's) were putting immobile resident to bed from wheelchair using lift. Resident slipped out of lift. She sustained a fractured nose and maxilla and had 14 sutures of right forehead. Note: similar devices made by co are currently in use at this time.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-95. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.